Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center an error related to a high temperature condition was observed. The device's outlet flow path thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and thermistor. The sensor board and thermistor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was found to be caused by flow transducer (mt5) being out of tolerance. The thermistor was evaluated by the manufacturer and was found to operate to design specifications.